Manufacturer narrative:
Please note that the event date is unknown but for reporting purposes the alert date of (B)(6) 2016 is being used. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported via the legal department, notification of legal action was received involving four plaintiffs. Plaintiff number three (#3), underwent placement of a trap ease filter which malfunctioned after placement. The device, inter alia, fractured, tilted and migrated. As result of these malfunctions, she has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. No additional information is available.

Manufacturer narrative:
As reported via the legal department, notification of legal action was received. One plaintiff underwent placement of a trapease permanent vena cava filter which malfunctioned after placement. The device, inter alia, fractured, tilted and migrated. As result of these malfunctions, she has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. No additional information is available. The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. The reported ¿filter fracture¿, ¿filter tilt¿ and ¿filter migration¿ could not be confirmed as the device was not returned for analysis nor were procedural films provided. The exact cause could not be determined. Also, based on the limited information available for review and without films of the reported event, clinical factors contributing to the difficulty experienced by the customer could not be determined. Incorrect positioning of the filter is addressed as a procedural complication in the instructions for use (IFU). The timing and mechanism of the reported filter tilt remains uncertain. Inferior vena cava filter migration and fracture are known potential adverse event associated with all ivc filter implants and are also listed in the IFU as such. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has also been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. Based on the limited information available for review, there is no indication of a design or manufacturing related cause for this event. Therefore, no corrective action will be taken at this time. Should additional information become available, the file will be updated accordingly.